Manufacturer narrative:
Results: evaluation of the alarm found the unit powers on, but the alarm does not sound when there is no weight on the sensor or when the sensor cable is unplugged due to speaker failure. No physical damage to the alarm case was found. (B)(4).

Event description:
Customer reported the alarm has no power which was found during set up. Customer did not know the date of the event. No patient incident or injury was reported.